Manufacturer narrative:
Complaint no: (B)(4). It was reported that on an unreported date, the patient was hospitalized for the peritonitis. On an unreported date, the antibiotic course was completed and the patient¿s peritoneal dialysis (pd) transfer set was changed. At the time of this report, the patient¿s pd effluent was clear and the patient was reportedly doing well. On an unreported date, the patient was discharged from hospital. The patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. On an unreported date, the patient began treatment with intraperitoneal (ip) ceftazidime (1 gram, frequency and duration not reported) and ip vancomycin (1 gram, frequency and duration not reported) for the event of peritonitis. At the time of this report, the patient outcome of this peritonitis event was unknown. The action taken with dianeal therapies was not reported. No additional information is available.